Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the black box data from the event date had been overwritten due to continued use of the product. There were no pump reboots observed in the black box history that was available. There was no physical damage found to the battery compartment or the returned battery cap. The battery cap was able to fully attach to the pump and was used to successfully completed 24 hour testing. There were no power interruptions duplicated and no evidence of internal moisture or damage observed when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.